Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on one lead. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Reporter phone number. B3-date of event is estimated. It was reported to abbott, a patient underwent a revision where the leads and ipg were explanted and replaced. There were high impedances on one lead and the ipg was 4.5 years old. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on one lead. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Corrected data: b5 - describe event or problem. H11 - additional narrative/data. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 7133328.